Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device return date in section d9, and to update section h3. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for dilator tip damage since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
This report is being submitted as follow up no. 3 to update section h3, and to provide the completed investigation results. Three sealed packages for regular tr band was returned for product evaluation. The returned devices were opened and subjected to visual inspection and no damage or anomalies were noted. Each sample was subjected to leak testing. The inflator for each device was used to inflate the tr band with 15 ml of air. The inflated tr band was then submerged underwater. For each sample, there were no air bubble noted at the check valve and no bubbles were observed along the seals of the large and small balloons. Each sample passed leak testing. Based on the returned devices, the complaint cannot be confirmed for airflow issues because the devices passed leak testing, no air bubbles were noted at the inflation balloon or the large and small balloons. The exact cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they encountered a problem with the radial artery compression tr band device. The problem was that the device deflated by itself.